Manufacturer narrative:
The facility did not request service. No samples were returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A surgeon reported that during set up for a procedure, the system's display screen froze and the unit could not be used for surgery. There were three pts who had rec'd local anesthesia at the time it was decided to cancel surgery. There was no pt harm reported. Add'l info has been requested.